Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: do you want a replacement sent to the account? Yes. How did the device fail to clip? Please describe. The clips kept twisting. Did the device fire clips intermittently? No. Were the clips malformed? No. If so, what was the shape of the clips? Scissored, clip gap. Did the clips hold on the structure? No. Did the clips drop/eject out of the jaws? No. Which firing of the device did this event occur on? Lap chloe. What vessel or structure was the device fired on at the time of the event? Not sure. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. What were the indications for surgery? What was found? N/a. Does the patient have any relevant history of surgical treatments? If so, what? N/a. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device failed to clip. Another device was used to complete the case. There was no adverse consequence to the patient.